Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported that while in patient use the ventilator gave low pip, xdcr fault with audible and visual alarms. The patient was removed from the ventilator and placed on another ventilator, no patient harm.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the main pcba. Events log recorded multiple transducer faults. Circ press transducer test failed with a/d: 34. Exhl press calibration failed at 0 cmh2o with a/d: 34 while isolating the transducer. All other transducer tests and calibrations passed. Faults with the pt801 transducer can cause pt802 transducer faults. Main board was vent inop. Findings/root-cause: the issue is confirmed to be the pt801 circuit pressure transducer.